Event description:
A new type of iontophoresis grounder patch was set up using 1cc of dexamethasone, .25cc epinephrine, and 1cc lidocaine in the electrodes used to transfer the medications. A new trial pad was placed on the pt's upper arm and the "+" charge started. Pt tolerated current 4.00 when the "-" dose was started and reached .51. Pt complained it was burning her arm. Treatment immediately stopped. Pt received first degree burn where patch was attached. Affected area iced - examined in ER. Symptoms gone by the end of day.